Manufacturer narrative:
The product was returned and evaluated. Visual inspection found that both haptics were bent. There were scratches and gouges near the center of the optic. Microscopic examination found that there is was an appearance of a cloudy, white foreign substance near the edge of the optic. Due to the condition of product, the cause of the damage could not be determined. The lot/device history review and/or trend analysis was considered acceptable and the product is performing within anticipated rates. The device history record (DHR) review did not find any non-conformities or anomalies related to the reported event. Based on the available information, we are unable to determine a root cause.

Event description:
Reportedly, iol was explanted two weeks post implant, due to a crescent moon shadow seen under microscopy. Lens was replaced with same model and different diopter due to the patient being myopic. There was no patient injury.